Manufacturer narrative:
Block b3: exact date unknown, event occurred a month prior to the date the manufacturer became aware. Block d2b: pro code (product code): qrb. Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: (B)(6). UDI: (B)(4).

Event description:
It was reported that the leads had high impedances and the patient was not getting much relief despite of optimizing the programs. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were kept by the medical facility.